Event description:
The catheter was placed in the right forearm. The catheter broke off in the pt. Surgical intervention was needed and pt is stable.

Manufacturer narrative:
The sample was received on 02/05/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. The catheter fragment was removed at another facility and the reporting hospital does not have the portion that was removed from the pt. (B) (4).